Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported during a routine CT examination, the physician observed a compression in the pt's cervical area where the lead was implanted. Although the pt did not experience any symptoms, the physician elected to explant and replace the lead as a precaution. The pt is receiving effective stimulation post-operatively. It was reported the lead was cut during the removal process and will not be returned.